Event description:
Clinical study. 229 days after a coronary artery drug eluting stenting procedure the patient underwent a target vessel reintervention (tvr). There were two target lesions treated during the index procedure. Target lesion 1 was a 3mm, 80% stenosed region of the mid left anterior descending artery (lad). The lesion was predilated prior to drug eluting stenting treatment. The physician successfully placed a taxus express2 8.8% 3.0x32mm drug eluting stent to the target vessel without complication. The stent was post dilated after deployment. Target lesion 2 was a 3mm, 70% stenosed region of the proximal left anterior descending artery (lad). The lesion was predilated prior to drug eluting stentin treatment. The physician successfully placed a taxus express2 8.8% 3.0x12mm drug eluting stent to the target vessel without complication. The stent was post dilated after deployment. The 3.0x12mm drug eluting stent overlapped the 3.0x32 mm drug eluting stent by 2mm. The patient was discharged from the hospital the next day receiving plavis, asa and lipitor. The patient was then readmitted to the hospital about 61/2 months later and underwent a tvr of the mid lad. It was reported that the physician placed one johnson & johnson cypher stent into the tartet lesion to treat in-stent diffuse restenosis. The patient was then discharged the following dsy.